Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the device could not be fired. Another instrument was used in its place. There were no adverse consequences to the patient.

Manufacturer narrative:
(B) (4). (B) (4). Jaw or cam interface is disengaged. Evaluation summary: the analysis results found that the device was received with one jaw and cam ramp disengaged. The device ejected eight clips due to the returned condition. Possible causes for this condition may be inadvertent force, twisting or pressure being placed on the device jaws, using the jaws of the device as a dissector/retractor or damage to the jaws while entering the trocar. We have documented the circumstances as they were reported to us. Complaint information is trended on a regular basis to determine if further investigation is warranted. The batch record was reviewed and no anomalies were noted during the manufacturing process.